Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 24.7 mmol/l at 5:49 p.m. On the contour next link 2.4 meter and 6.4 mmol/l at 5:50 p.m. On a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house contour next link 2.4 meter was tested with the in-house contour next test strips, which gave a satisfactory performance. The strip information provided by the customer was not related to the event, therefore, this report was submitted under the meter information.